Event description:
It was reported that a manufacturer representative met with the patient and reprogrammed their stimulator. The patient was doing great at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 377775, lot# v012181, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 377775, lot# v012181, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the antenna locate feature would not start and the manufacturer¿s representative (rep) saw pr-av. It was noted the patient tried to charge in (B)(6) 2014 and realized she couldn¿t perform telemetry. The implantable neurostimulator (ins) would power on reset (por) and the device would need to be 25% charged to clear. A physician mode recharge (pmr) was suggested. A pmr was currently being performed at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.